Event description:
The patient's mothers reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod for an undisclosed time. The patient was transported by ambulance to the hospital. Symptom reported include vomiting. The patient was treated with intravenous insulin and fluids. The pod was removed at the hospital, and the cannula was found bent. The patient was released 36 hours later, the following day on (B)(6) 2025.

Manufacturer narrative:
The pod was received for investigation fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - operating system: data not available. Cloud - hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.